Manufacturer narrative:
This lead was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant high out of range pace impedance measurements were exhibited with this right ventricular (rv) lead as well as noise. The lead was repositioned two times, but the measurements did not change, thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant high out of range pace impedance measurements were exhibited with this right ventricular (rv) lead as well as noise. The lead was repositioned two times, but the measurements did not change, thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the suspected medical device section.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant high out of range pace impedance measurements were exhibited with this right ventricular (rv) lead as well as noise. The lead was repositioned two times, but the measurements did not change, thus a new lead was used. This lead was returned for analysis. No adverse patient effects were reported.